Event description:
A seven day old infant with congenital heart defects underwent cardiovascular surgery on (B)(6) 2014. The anaesthesiologist reported malfunction of the alaris syringe pump module and two separate pcus immediately prior to surgery while setting up pumps in operating room. Also during the surgery, the module stopped functioning, causing the infant to code and requiring resuscitation. The surgery was completed. Please note: an initial voluntary medwatch report was already sent on this event prior to our having the info about the cardiorespiratory arrest. Date of that report was (B)(6) 2014. Thank you.